Event description:
The patient was treated with an original excluder bifurcated endoprosthesis. The patient presented with abdominal discomfort that was initially suspected to be associated with ascites. Through follow-up examination and imaging the patient was confirmed not to have ascites. The fluid that was identified in the peritoneal cavity was believed to have originated from the aneurysm sac. No blood was identified outside of the excluder device. Exclusion of blood flow from the aneurysm sac was not compromised. There was no injury and no adverse event reported with the event. No re-intervention was performed. The patient was reported as doing fine with no consequences identified that can be attributed to the event. Investigation of these events is still underway.